Manufacturer narrative:
One used sample was received with no product packaging. There is an approximately 3.5-inch gap on the raglan seam of the right sleeve. The back and inside of the gown was inspected. The seam appears as if the stitching did not extend to both layers of material, which are the sleeve material and the gown material, therefore leaving a gap. A device history record (DHR) evaluation was conducted. The reviewed information confirmed that the lot was manufactured and released in accordance with specification. Root cause was identified as operated failed to follow correct assembly instructions to attach the sleeve to gown. It is observed that the fabric of the sleeve was not attached completely to the body of gown and a gap was left. The sleeve and gown's body must be aligned with a quarter of an inch difference to guarantee that both pieces are sewn together. For the tie detachment, the tie that was detached from gown contains a fabric residue from the back panel that appears to have been torn when the gown was doffed. For the tie detachment, no root cause was identified. Notification was sent to the manufacturing lean teams of aero chrome surgical gowns to raise awareness of the defect reported by customer. Complaint data is continuously monitored to identify upward trends associated with the reported incident. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The customer reported the aero chrome crew gown split at seam during surgical procedure. The gown tore under the arm a few inches behind the right underarm seam, and the tie detached leaving a hole a few inches behind the tear. There was a delay in procedure for 3-5 minutes for the physician to get another gown and rescrub.